Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to high hv lead impedance. Electrical tests performed on the returned rv lead indicated normal device characteristics. A broken can wire was seen during analysis of the ICD.